Event description:
The patient contacted animas on (B)(6) 2012 reporting a loss of prime requiring a full rewind, load, and prime as if the pump had been rebooted. The patient stated that there were no noted power issues. The patient stated that the battery cap had not been changed however there was no noted damage to the battery compartment or cap. The patient confirmed that there was no evidence of moisture in the pump. This report is made based on the indication that a pump power issue may have occurred.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history showed that one unexplained power event had occurred. The battery compartment and cap were found to be intact. The pump powered on normally and was exercised for 24 hours without power loss. The battery cap was tested and was found to be intact. The pump was opened and no power circuit defects were found.